Manufacturer narrative:
Combination product: yes.

Event description:
This lead was successfully repositioned after insulation breach on hv lead near the df1 pin was found during device changeout. Physician requested suture sleeve to repair. Lead remains implanted. Should additional information become available, this file will be updated.

Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.